Event description:
It was reported by service report that the bed was stuck in the elevated position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift motor coupler kit.